Manufacturer narrative:
Result: release bar.

Event description:
It was reported by service report that the customer alleged that the breakaway head section does not stay in place. Upon inspection of the unit by the service technician, it was identified that the breakaway head section would not stay in place due to the red release bar being bent.